Event description:
It was reported that the night after a device upgrade procedure, the patient's right ventricular (rv) and left ventricular (lv) leads dislodged and exhibited intermittent capture. A temporary pacing lead was placed and the rv and lv leads were later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.